Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable elecsys total psa immunoassay and elecsys free psa immunoassay results for 1 patient tested on a cobas e 411 immunoassay analyzer. This medwatch will cover the totalpsa. Refer to the medwatch with patient identifier (B)(6) for information of freepsa. The initial freepsa result was 0.293 ng/ml. The initial totalpsa result was 0.030 ng/ml. On (B)(6) 2019 the same patient sample was tested with a freepsa result of 0.250 ng/ml. On (B)(6) 2019 the same patient sample was tested with a totalpsa result of 0.030 ng/ml. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The cobas e411 serial number was (B)(4). The investigation is currently ongoing.

Manufacturer narrative:
On (B)(6) 2019, the totalpsa result was 0.038 mg/ml. Qc data was not provided for the day of the event. The customer is not completing qc once every 24 hours as recommended in the product labeling. The customer provided two aliquots of patient sample for investigation. The investigation was unable to confirm the incorrect result for free psa and total psa. With free psa recovering as 0.197 and 0.214 ng/ml and total psa recovering as 0.634 and 0.770 ng/mlthe investigation did not find an interfering substance, or the presence an anti-psa-antiobody that might cause the false results. A general product problem is excluded. The investigation did not identify a product problem. The cause of the event could not be determined.